Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (327 mg/dl). System check with tandem technical support was performed and the pump was functioning as intended. Reportedly, the customer uses humalog insulin and changes supplies every 3 days. Reportedly, customer is taking tamoxifen and opiates due to breast cancer, and is undergoing stress due to personal issues. Customer delivered a bolus to bring bg levels to target range.